Event description:
This is the first report of two reports involving a triad skull clamp with the same complaint, from the same facility and reporter, but with a different lot number. Cross reference with MFR # 3004608878-2010-00073 ((B)(4)). This incident was described as follows; a pt was undergoing a craniotomy when the rocker arm became loose. Mayfield disposable pins and a stereotaxy device were being used at the time. The pt had been scanned for the brain lab when the incident occurred. There was no pt injury involved, however, the slippage of the triad skull clamp prevented the use of the brain lab.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.